Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received an inaccurate fill estimate. Reportedly, the cartridge was filled with 300 units of insulin. The customer's blood glucose level was 110 mg/dl. Tandem technical support educated the customer on insulin gauge calculations of the pump. The customer declined to reload the cartridge and will continue using the current cartridge for continued insulin delivery.